Manufacturer narrative:
An event regarding pain involving an unknown accolade stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the accolade stem and no indication in the medical review to suggest an issue associated with the device under the scope of this investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient has pain, completed bone scan and planned revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient has pain, completed bone scan and planned revision.